Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B) (6) 2009, the pt noticed a change of his hearing perception. External parts have been exchanged, but without success. On (B) (6) 2009, the pt is no longer able to understand and only hears a swooshing noise. Testing confirmed that the device has malfunctioned.